Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was some resistance advancing the delivery system with valve through the annulus. Since there was difficulty advancing the delivery system with valve across the annulus it was reported the delivery system may have pushed on the outer curvature of the aorta which caused the dissection, creating the flap of tissue that covered the coronary ostia. Stent ostium of the right coronary providing flow down the coronary artery. The patient was in stable condition.. The device was discarded and not avaible for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and device code. Corrected d6a: remove implant date. Added new information to h.6 type of investigation and investigation findings. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "there was resistance advancing the delivery system with valve across the aortic annulus." It is possible the patient had some degree of calcification in the aortic valve. The presence of calcification can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the aortic annulus. Also, improper guidewire management can create difficulties during navigation, tracking, and crossing of the delivery system along the guidewire. However, without the return of applicable imagery, a definitive root cause is unable to be determined. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.